Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2014. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 11/8/2021.

Manufacturer narrative:
Date sent to FDA : 9/18/2020. Additional information: a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.